Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to thermally damaged esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. There is no evidence at this time that the device malfunctions caused or contributed to the alleged treatment event. Device manufacture date: monitor: 05/25/2015; electrode belt: 03/04/2016.

Event description:
A us distributor contacted zoll to report that a patient was allegedly treated on the morning of (B)(6) 2018. It was reported that the therapy electrodes deployed gel and that there was blue gel present on the patient's garment. It was also reported that the patient's monitor would not power on after the alleged treatment. The patient went to the emergency room after the alleged treatment event. The patient received and ICD and ended use of the device. No additional information is available at this time as the last download of the monitor associated with the alleged treatment occurred on (B)(6) 2018.